Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7077623, model/catalog description: infinion 16 trial lead kit 50 cm. The device was not returned to bsn.

Event description:
A report was received that following a trial procedure, the patient was experiencing right back and hip pain. Images were taken and turned out normal. The patients right lead was pulled out.